Event description:
It was reported by the rep that the (1) atb35 was used during a laparoscopic appendectomy procedure. It was reported that while trying to take appendix the staples only formed halfway. A new load was tried and it still did not work. A new gun was pulled and the staples had to be pulled out before refiring. There was no patient consequence.